Manufacturer narrative:
Cloud data review for the period of (B)(6) 2025 showed that no boluses of 8 u were delivered during this period as alleged. It could not be conclusively determined based on cloud data if there was interaction with the controller to program and deliver the boluses captured in the cloud data. The exact cause of the reported uncommanded bolus event could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 personal diabetes manager delivered 8 units of unexpected insulin on two separate occasions resulting in hypoglycemia. Blood glucose levels declined to less than 1.1 mmol/l (20 mg/dl) while wearing a pod. The patient treated by consuming food.